Event description:
Per the clinic, the patient experienced tinnitus and a performance decrement with the device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.